Event description:
Medtronic received information that prior to use of a fusion cardiotomy venous reservoir, an air leak was identified when negative pressure was applied to the venous reservoir. The issue was traced to the venous reservoir lid not being properly sealed to the reservoir body, with the entire lid described as unsealed or disconnected from the body of the reservoir. The leak intermittently resolved when pressure was applied to the top of the reservoir. No cracks were found in the reservoir body and all caps were accounted for. The device was replaced to complete the case. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.